Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic placement of an esophageal stent to treat a fistula. The polyflex stent was successfully placed approximately 3 months ago. When the physician was going to remove the stent, the stent was noted to have migrated to the stomach. Attempts to remove the stent from the stomach were not successful. The stent began to fall apart. The physician attempted to remove with forceps and a snare however, the device was too large. Another clinician was called in to remove the device with a rigascope. The patient tolerated the procedure well with no reported complications or ill effects sustained. The patient condition is listed as `ok'. No further information is available at this time.